Event description:
It was reported that cartridge alarm 30 occurred during pump load process and that caller had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return problematic pump within 10 days, and was advised to reprogram pump settings and reconnect continuous glucose monitor, while technical support confirmed warranty coverage, validated software, arranged shipping, and sent replacement pump.